Event description:
The patient reported experiencing a bent cannula event on b)(6) 2026 which disrupted insulin delivery and resulted in high blood glucose 400 mg\dl and the elevated blood glucose was successfully managed by the patient through insulin delivery from the pump.

Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.